Event description:
Procedure performed: lap chole. Event description: hospital name: "[hospital]". "Close to the cystic duct and artery to start the ligation." "Only one clip was loaded and fired, and then the doctor was trying to fire more clips and the clip applier was not loading any and got stuck". There is no clinical impact to the patient as a result of the event. Additional info received on 23-february-2024 from [name] customer relations via email: "[name] visited the hospital yesterday, unfortunately there seems to have been a misunderstanding from their end, [name] reported that they already had disposed the unit". Patient status: no clinical impact to the patient. Intervention: opened a new clip applier.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # (B)(4), was included in the recall.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Procedure performed: lap chole.event description:hospital name: "[hospital]""close to the cystic duct and artery to start the ligation." "Only one clip was loaded and fired, and then the doctor was trying to fire more clips and the clip applier was not loading any and got stuck". There is no clinical impact to the patient as a result of the event. Additional info received on 23-february-24 from [name] customer relations via email:"[name] visited the hospital yesterday, unfortunately there seems to have been a misunderstanding from their end, [name] reported that they already had disposed the unit".patient status: no clinical impact to the patient.intervention: opened a new clip applier.